Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient having poor hygiene. Peritonitis was manifested by abdominal pain, cloudy effluent, fever, and diarrhea. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The patient was treated with ajuzolin (route, dose, and frequency not reported, duration of ten days), fortum (intraperitoneal, 1 gram daily for ten days), tienam (intraperitoneal, two jars, dose and frequency not reported, duration of 14 days), and amikacin (intraperitoneal, half a jar, dose and frequency not reported, duration of 14 days) for peritonitis. Dianeal therapy was discontinued, pd catheter was removed and the patient transferred to hemodialysis. At the time of this report, the patient was discharged from the hospital (total stay of 24 days) but was not recovered from the event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.